Event description:
The customer states that they are in the process of validating the aaa for his elekta treatment unit. The customer observed that the calculation of the motorized wedge is somehow not consistent. The customer reports that for elekta treatment units, they have only one wedge (60 degree) and they can define different wedge fields out of a combination from open and wedged field. The wedge weight factor gives them the ratio of the field segments while calculating the dose. In situations where a motorized wedge hits the phantom perpendicular to the surface and they have a weight factor of 0.5, the ratio of the ref d values is equal to 0.5. Even if they change the gantry angle that the field hit oblique the surface, the ratio of the ref dose corresponds to the weight factor. The problem occurs if they have a situation where the dose is lower than 50% of the maximum dose on the isocenter plane or lower than 10% of the max field dose. Then, the aaa changed so the normalization and the reference dose do not correspond with the weighting factor.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.